Event description:
Life scan onetouch ultra glucose test strips are counterfeit. Have already notified life scan and they are replacing the ones I have left. Frequency: 9 per day. Route: other. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: diabetes test blood sugars.